Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: during use on pt, some plastic material fell from the tip and was retrieved from the cavity. Opened new device to complete procedure. No bleeding. No tissue damage. No add'l tissue loss. O.r. Time not extended more than 30 minutes. No pt harm.